Event description:
The customer contact reported the pt received more medication than intended. The primary tubing set was being used to deliver an unspecified volume of lactated ringers, at an unspecified rate, via a pump. After an unspecified length of time in use, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set to deliver magnesium sulfate 2gm/50ml, at a rate of 25ml/hr, and the delivery was started. It was reported that after the delivery was started, the nurse noted the magnesium sulfate was delivering faster than expected. No specific details were provided. The delivery was stopped. The secondary tubing set was replaced and the therapy was resumed. It was reported that after the delivery was started, the nurse again noted the magnesium sulfate was delivering faster than expected. The delivery was stopped. The pump was replaced and the therapy was resumed. It was reported that after the delivery was started, the nurse again noted the magnesium sulfate was delivering faster than expected. The delivery was stopped. The primary tubing set was then replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.